Event description:
The customer reported that the battery of their t:slim x2 pump would not charge, despite using the correct charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer did not have a backup insulin delivery method but planned to consult their healthcare provider. Technical support arranged for the customer to receive a replacement pump with updated software and provided instructions for returning the faulty pump.